Event description:
The customer reported obtaining erroneously elevated access accutni (troponin I) results, within the risk stratification range, for two (2) patients, over two different days, from the access 2 immunoassay analyzer. The customer stated that the initial elevated results were released out of the laboratory. Subsequent testing of both patients' samples produced lower results within the normal reference range of the assay, and the customer issued corrected reports. The customer is unaware of any change or affect to patient treatment in connection with this event. This report references the event which occurred on (B)(6) 2013, for one of the two patients involved; please refer to medwatch #2122870-2013-00902 for the report of the event which occurred on (B)(6) 2013. The customer is using a reflex protocol which automatically re-analyze any sample with an accutni results of greater than 0.04 ng/ml. The customer considers any result which is less than or equal to 0.04 ng/ml to be normal. All system parameters including quality control (qc), calibration curves, and system checks performed within the assay and instrument specifications at the time of the event. The customer did not note any issues with sample collection, sample processing, or sample handling in conjunction with this event. Access 2 immunoassay analyzer serial number (B)(4) was used in conjunction with the access accutni reagent for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed verification testing and all results passed within instrument specifications. The fse did not note of any hardware issues which could have contributed to this event. The cause of this event is unknown as there was insufficient evidence supplied to determine the specific cause of this event. The instrument was evaluated.